Event description:
On (B)(6) 2013, patient reported the buttons on the infusion device do not function, and the infusion device displayed an e8 power interrupt error when this first occurred. He changed the battery and was able to clear the error message, but the buttons stopped functioning again. The key-lock feature was not activated, and the infusion device was not dropped. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics.